Event description:
It was reported that during an antegrade femoral nail procedure, a tooth broke off of insertion handle, while the inserting the nail and trying to aim proximal screw. Broken fragment was retrieved. Patient was not harmed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the part was received and the tang is broken off as noted. There are numerous dings and dents on the top and bottom of the insertion handle and two large dents at the forward edge of the driving cap mounting hole. There is brown tape and residue around the handle at the 120 degree hole. A design change was made to address this issue of the tang shearing off the insertion handle. This insertion handle was produced in june 2005 prior to the design change. A change was implemented to add a radius to the corner of the tang to reduce the stress concentration in this region. This issue was previously evaluated and deemed valid. In response to these complaints, improvements are identified and implemented. A CAPA will not be issued because a design change which directly impacts this issue has already been implemented. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.